Event description:
It was reported that the patient underwent a pocket revision to reposition the ipg. The original pocket location was causing discomfort. The patient was reportedly doing well after the revision.

Manufacturer narrative:
Device remains in patient. This is a final report.